Event description:
Reportedly, when connected to the pt, the device continuously prompted connect electrodes and an analysis of the pt rhythm could not be performed as a result. An ambulance arrived on scene and a defibrillator of unreported MFR was used to treat the pt. The pt was not resuscitated. The facility indicated that pt outcome was not affected by the event, due to use of the backup device.